Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 80% stenosed de novo lesion in the proximal obtuse marginal artery. The lesion was pre-dilated with a 1.5x12 mm and a 2.0x12 mm mini trek balloon catheter at 8 atmospheres. A 3.5x33 mm xience prime stent was deployed at 10 atmospheres. During removal of the xience prime stent delivery system, angiogram revealed a distal edge dissection. A 3.0x28 mm xience pro stent was used to cover the dissection. There were no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.